Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up. The patient was presented with shortness of breath and the inability to use his legs. Upon device interrogation, a message noting automatic capture in retry, with less than 40% was observed, indicating loss of capture (loc) and an increased threshold measurement. Minimal isometric testing was performed, however, no noise was observed. Atrial tachy responses (atrs) were observedin the arrhythmia logbook. A lead problem was suspected, however, a chest xray was performed and was unremarkable. The device was noted to be nearing elective replacement indicator (eri). Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No further information was available.

Event description:
Additional information was received that the device was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.